Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece is damaged at its tip, so the thread does not fit in the threaded part of the final corail stem.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this complaint was not returned for examination. The photo investigation cannot confirm the reported allegation, from the photographs provided is not possible to see the damaged threads or the inability to assemble with the mating device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.